Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure alarm as well as insulin pump was not beeping. The customer¿s blood glucose level was 121 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was passed and had hardware low level failure alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.